Event description:
It was reported that when connecting a new right ventricular (rv) lead to the device, it was noted that the device's setscrew was broken. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: implanted: unknown. (B)(4).